Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim IV tubing connected and noted to be leaking. Tubing not connected at lowest hub.

Manufacturer narrative:
The customer reported the tubing was not connected at the lowest hub, and returned one used sample of material 2420-0500, lot 24073303. Upon initial visual examination, the set confirmed the failure, the male luer was separated from the tubing. The tubing was examined under a microscope, and insufficient amounts of solvent were found. The manufacturing site found the root cause for the separation to be related to medica solvent dispenser malfunction during set assembly. A quality alert was issued by the plant on 15jan2025 to communicate and reinforce the correct solvent assembly procedure to personnel. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.